Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 3487a-33, lot# v821909m, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted:(B)(6) 2014, product type extension. Product ID: 3487a-33, lot# v759825, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had not been getting good coupling since a revision that was performed two weeks prior to report. The maximum coupling bars seen was noted to be two. It was noted that the physician palpated and believed the implantable neurostimulator (ins) was not flipped. The manufacturer's representative had not palpated around the ins but noted that there was very little swelling at the time of report. Additional information received that same day reported that the doctor wanted to try a replacement recharger antenna rather than an x-ray. It was noted that the patient needed a replacement antenna. It was noted that the anomaly appeared to have occurred through product use. No patient harm was reported. Additional information received the following day reported that a complete recharger was requested as an x-ray was completed and no flipping was noted. It was noted that the ins had been sutured into place when implanted. The patient was reportedly not able to get any coupling bars filled in. It was noted that the recharger would not interrogate. It was noted that the anomaly appeared to have occurred through product use. No patient harm was indicated. Additional information received one week later reported that possible swelling may have been impeding the connection. It was noted that the patient was scheduled to undergo exploratory surgery of the pocket "tomorrow" since the patient was unable to get more than two coupling bars since receiving recharger "last week." Additional information received the following day reported that the ins was replaced because it was not able to recharge as no coupling bars would show on the normal recharging screen. A replacement ins that was at 75% was used instead of one at 100%. Additional information received that same day reported that the ins would be sent back for analysis as it was surgically replaced. Additional information received 11 days later reported that the ins was replaced on (B)(6) 2014 with the cause of the issue being a flipped device. The patient was reported able to recharge normally at the time of report but the manufacturer's representative was unsure if the therapy was effective at that point. If additional information is received, a supplemental report will be filed.